Manufacturer narrative:
The manufacturer previously reported information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Onsite service provided, replacement of the proportional valve and the three-way solenoid valve performed to address the issue.

Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.